Event description:
It was reported by the rep the devices were used during a laparoscopic nissen fundoplication. It was reported the outer 1-seals in the 511sd trocars ripped and lost pneumo in 3 trocars. Only 1 trocar was saved for the rep. New trocars were used to replace torn ones. There was no consequence to the pt.